Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device changeout, once the new device was connected to the leads, there was a high, out-of-range impedance measurement of greater than 3000 ohms. Also, the device could not pace or capture, and it was switched out with a second new device which worked fine. Boston scientific technical services (ts) was asked for a consult, and ts informed that the high, out of range impedance measurement caused a lead safety switch (lss), switching the device from a bipolar to unipolar configuration. The device was not inside the pocket yet, so the device was unable to pace given the unipolar settings. The device was returned to boston scientific for analysis. No adverse patient effects were reported.